Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient went to the emergency room (ER) and got admitted to intensive care unit on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels was over 500mg/dl and patient tried to treat with multiple daily injection. Later, the patient received treatment with intravenous and fluids of saline and insulin, multiple daily injections. The patient has not been released from the hospital. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009732, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009732". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009732 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine 14 on 20-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code product used off-label or against the contraindications or not according to the instructions for use. [Only use if no actual product malfunction has been reported] conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.